Manufacturer narrative:
Reported complaint of allegations of cosmetic damages on patients after procedure with the gs-018c was not confirmed to be attributable to a device malfunction. The following items were investigated: no allegation of device malfunction or failure was made with the complaint. The hand-piece gs-018c sterile lot number 0815d was not returned for evaluation. A DHR review for this handpiece was completed and no non-conformances that might contribute to the reported complaint were noted. A prior history query for gs-018c sterile lot number 0815d was completed and no additional complaints have been received. A risk evaluation was completed for the system:j-plasma handpiece dfmea addressed the reported conditions of burns through the document for different potential root causes conclusion: this complaint is not considered attributable to a malfunction of the devices. The affected handpiece was not returned, but the complaint did not allege device malfunction. Direct cause of injury is unknown, but contributing factors may include patient compliance with post-procedure physician instructions, physician technique, or damage caused by subsequent surgeries.

Event description:
Patient alleged cosmetic damage in the chest area after being treated with a j-plasma for sun spots. No allegations of device malfunctions were made.